Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan (lfs) alleging that his one touch ultrasmart meter would display the code number after blood was applied to his test strip. The pt tests his blood glucose 6-8 times a day. He takes sliding-scale "novolog" insulin before each meal based on his meter readings. He also takes 62 units of "lantus" insulin at bedtime. The pt initially called lifescan two days earlier, to report the alleged issue. At that time, no injury was reported. Two days later, at around 7:30-8:00 am, the pt stated that he had used 2-3 test strips until he was able to get a reading of "160 mg/dl". The pt retested his blood glucose within minutes on the same meter and got "159 mg/dl". He also tested himself with a non-lfs backup meter and got a result of "489 mg/dl". Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The pt administered self-care by taking 1-2 units of sliding-scale "novolog" insulin based on the lfs meter results. At that time, the pt had symptoms of a headache, and feeling tired and incoherent. He was not sure when the symptoms actually started. At around 9:30 or 10:00 am, the pt tried testing his blood glucose again, but was unsuccessful due to the alleged meter issue. He visited his doctor and had his blood tested on an unidentified device. He got results of "495 and 497 mg/dl". At the time of the doctor's appointment, the pt was still symptomatic. He was treated with an unknown dose of "novolog" insulin. The pt could not recall what other actions, if any, he took on the day of the event between the time he took the sliding-scale insulin dose and when he went see his doctor. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt alleged that his meter was reading inaccurately low and had a calcode issue. He performed a meter-to-other meter comparison that did not meet lifescan's criteria for accuracy testing. The pt reportedly had symptoms suggestive of high blood glucose for an unknown period of time and had been taking insulin based on his meter readings. He was unable to test his blood glucose at one point, sought medical attention, and received insulin treatment for hyperglycemia from his doctor.